Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that premature battery depletion of the implantable pulse generator (ipg) occurred. A complete electrical reset was also noted. The ipg was removed and replaced. No patient complications have been reported as a result of this event.